Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that when the patient presented in clinic on (B)(6) 2010 measured battery data was 2.71 v, 8 ua, 9.6 kohms with an estimated battery longevity of one year. At follow- up on (B)(6) 2011 the elective replacement indicator (eri) was tripped. The battery data was 2.66 v, 8 ua, 19.6 kohms. The device was removed and replaced.